Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) consumed too much helium gas. It was a new helium cylinder and replaced recently on the unit, and the customer suspected it had a leak. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse performed the helium leak check and the unit passed and working fine. Communication/interviews: the fse spoke with the nurse that last changed the helium tank. The nurse indicated that they were not sure how to open and how to close the tank. The fse reviewed the proper steps with the nurse. The issue was resolved. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person).

Event description:
N/a.